Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they found air bubbles in their cannula. The patient's blood glucose level was unknown. The customer stated that their insulin pump is set to .3 units and wants to change the settings. The customer was advised to scroll up to the 5 unit option. The customer was able to do so and stated that they did not need any further assistance. The customer was transferred to the help line. The customer did not return the product back for analysis.